Event description:
Per the territory manager (tm) , approximately 1 year and 10 months post successful implant of a sapien 3 ultra valve via transfemoral approach trace paravalvular leak (pvl) was noted. Subsequent trans-thoracic echocardiogram (tte) showed mild pvl. The patient now presents with hemolytic anemia and moderate pvl. The patient is going for surgical explant and surgical replacement.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
The 23mm sapien 3 ultra valve was not returned for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided and revealed an under deployed valve on the inflow side. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. The following instructions for use (IFU) were reviewed: commander delivery system with s3/s3u. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for deployed valve exhibits paravalvular leak was unable to be confirmed as no device or medical records were provided for evaluation. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. As reported, "approximately 1 year and 10 months post successful implant of a sapien 3 ultra valve via transfemoral approach which noted trace paravalvular leak (pvl). Subsequent trans thoracic echocardiogram (tte's) showed mild pvl. The patient now presents with hemolytic anemia and moderate pvl", and "per proctor review-the fluoro images show that the s3 inflow has room for expansion because the lower cells doesn't reach the 120 degrees (maximum expansion of s3)". In this case, the valve was initially under deployed, so the deployed valve was improperly sealed against the target site (annulus) resulting in trace/mild paravalvular leak. Since the deployed valve was not fully sealed against the native annulus with trace/mild paravalvular leak, it could be getting worse over the time. In this case, available information suggests that procedure factors (under deployed valve) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.